Manufacturer narrative:
Unique identifier (UDI) (B)(4). Occupation is lay user/patient. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek vantus meter serial number (B)(4). At 8:55 am, the result from the meter was 5.5 inr. At 9:11 am, the result from the meter was 4.0 inr. The customer has a therapeutic range of 2.0-3.0 inr.

Manufacturer narrative:
The reporter's meter and strips were returned for investigation. The returned product was tested with an lin 3 control. Testing results (qc range: 4.1 -6.8 inr): qc 1: 5.1 inr, qc 2: 5.0 inr, qc 3: 5.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
The reporter's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.6 -3.2 inr): qc 1: 2.8 inr qc 2: 2.8 inr qc 3: 2.9 inr all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch fields d9 and h3 have been updated.